Event description:
The patient came in presenting pain and instability due to loosening of the components. About 4 months after the primary surgery, the surgeon revised the tray, femoral component, and insert to revision components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 9 october 2025: gmk-sphere 02.12.0723l gmk-sphere fem component cemented tinbn coated 3+l (k202684) lot 2115647: (B)(4) manufactured and released on 02-may-2022. Expiration date: 19-apr-2027. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 9 october 2025: gmk-sphere 02.07.2802l fixed tibial tray size 2 l - tinbn coating (k202684) lot 2105135: (B)(4) manufactured and released on 02-sep-2021. Expiration date: 22-aug-2026. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Conclusion: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.